Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Devices have been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was found unresponsive in a hospital. The patient's medical performed resuscitation. A review of device download data reveals that the patient was treated eight times between 00:24:45 and 00:32:28. The rhythm at the times of the treatments was asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatments. The device was shutdown at 00:35:04. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.